Event description:
The clinician reports the implant was inserted (b(6) 2023 in ada 3. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (b(6) 2023, non-osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.